Event description:
It was reported that the external pulse generator would not turn on. The device was returned for repair and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the case, cover and battery cartridge were broken, the ring was bent and the encoder flex was out of specification mechanically.